Manufacturer narrative:
The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 14 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, during an attempt to move the neo-puff closer to the patient, after the infant was found with mucousy emesis, og tongued out, the oxygen (o2) tubing disconnected and the infant desaturated; the patient's peripheral oxygen saturation (spo2) recovered after 2 minutes of bagging. The patient was placed back on the ventilator while the o2 tubing was reconnected; however the desaturation was still occurring, the baby was placed back on the neo-puff and had successful recovery in their vitals. The patient remained intubated on an advanced mode of ventilation. Additional information received 20apr2026 reported, the event resulted in delayed delivery of positive pressure ventilation (ppv) during a desaturation "[event]" to the fragile infant who was prone to de-recruitment and was already under distress, due to the tubing disconnecting during movement of the neo-puff. There was a delayed recovery of vital signs due to the design flaw and poor connection onto the neo-puff. Vitals remained low for longer that they would have had the tubing not disconnected.